Event description:
It was reported that a small amount of insulin drips were observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed to address the issue; however, ultimately the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 196-250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.